Event description:
During service by baxter, the infusion pump was found to contain a defective air-in-line printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the air-in-line printed circuit board on channel c was found to be out-of-calibration. An unsuccessful attempt was made to recalibrate the air-in-line printed circuit board. The air-in-line printed circuit board was determined to be defective and the complete pump head module assembly on channel c was replaced.